Event description:
It was further reported that the device was explanted and replaced.

Event description:
It was reported that the device had rapid battery depletion, possibly due to high left ventricular (lv) lead thresholds and low impedances. The device and lead remain in use. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Concomitant products: 1888tc competitor implantable pacing lead (B)(6) 2012; 7170q competitor implantable tachy lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.